Event description:
A pt was scheduled to receive 22 rx's, 200 cgy/rx, through opposing lateral fields to the neck area. The first four rx's were delivered without incident and properly recorded by the system. On the 5th day of treatment, the first field was successfully treated and recorded by the system. The technologists entered the room to setup the second field using the pendant autoset function. The correct setting for the y2 jaw was seen on the room monitor as y2=6.5. As the techs left the room, a "?" Appeared on the screen indicating the system was having difficulty recognizing that a blocking tray was in place. Using the autoset from the operator's console, the tray inhibit was eliminated and the radiation start button was pressed. A message was briefly displayed indicating "diaphragm out of range." This quickly disappeared, however, and radiation continued to be produced unabated. The beam called for 138 mu's to deliver 100 cgy. After giving 52 mu's the techs noticed that the "prescribed", "set" and "run" values for the y2 jaw had been changed to 7.4. Treatment was immediately interrupted. Physics and the MFR's service engineer were notified. The pt was removed from the room and asked to wait outside. Both the operator's monitor and the room monitor indicated y2-7.4 and this was verified by measuring the optical field size. A check of the lcd display indicated that 52 mu's had been delivered through the larger-than-intended field. The field was restarted and delivered the remaining 85 mu's with y2=7.4 without any messages or inhibits appearing. The pt's file was brought up and "treated" twice with no repetition of this error (ie y2 had been restored to the correct value of 6.5). After receiving the permission of the medical director, the pt was returned to the room and the remaining 85 mu's of the second field were successfully given along with treatment of a different region. Three other pts were then treated without incident. The MFR's service engineer performed a "disk verify" procedure on the system's hard drive. No error were detected. Inspection of the machine's daily record indicates that a "termination code - 813" was recorded, even though the beam itself was never terminated. Physician review of the pt's treatment area indicates no expectation of untoward effects from the 52 mu's delivered with y2=7.4 rather than 6.5. The technologists are being instructed to carefully monitor each pt treatment.